Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: it was identified during previous cases that the screw is concomitant for this reported failure (screw went through the plate). If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
The sales rep reported that two anchorage locking screws went though the plate on two occasions in the same procedure. Also, the customer used more screws from a different batch which worked as it should.

Event description:
The sales rep reported that two anchorage locking screws went though the plate on two occasions in the same procedure. Also, the customer used more screws from a different batch which worked as it should.